Manufacturer narrative:
The product will not be returning to the manufacturer for evaluation; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that during the kit inspection (prior to surgery), the device didn't function due to battery leak.

Event description:
Additional information received on jul 20, 2016 that an alternate device was utilized to complete the surgery.

Manufacturer narrative:
A device history records review was performed for part number 00-5150-475-01, lot 63141093. This device was manufactured and placed into inventory on (B)(4) 2015. There were no related non-conformances. Energizer ¿aa¿ batteries part number 06-0013-050-63 from lot number 80690483 were used in the assembly of the referenced pulsavacs. These batteries were certified by the supplier and placed into zimmer surgical inventory on (B)(4) 2015. The shelf life for this lot was through 12-2025. No non-conformances were discovered for batteries from this lot in incoming inspection or from the assembly/test area. The product was not returned for evaluation. Quality assurance performs functional and performance testing on a representative sample. Each pulsavac device is also cycled through both the high speed mode and low speed mode multiple times by the manufacturing operator as defined by the work instructions. The review of the device history record (DHR) found no spontaneous anomalies and the review of the manufacturing and testing procedures found no systemic issues relevant to this complaint. Each pulsavac is inspected and tested several times before packaged. The reported event is remote but there exists a risk potential for the battery to split open and/or vent. This has been addressed in the risk management files. Without the returned product for confirmation of the reported event and ascertaining a device fault a true root cause for this reported event cannot be determined. Recommended actions: no recommended actions at this time; severity and frequency do not warrant further actions. Issue is trended by quality reports.